Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and the universal serial bus (usb) port connector pins were contaminated. Functional testing was attempted but could not be completed because the receiver would not boot up, therefore, the data log could not be downloaded. The reported event of a frozen screen display could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.